Manufacturer narrative:
Pump was received with a35 alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarm. Unit had scratched lcd window and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported the customer's insulin pump was alarming motion sensor test failure. The alarm history showed the alarm has occurred several times. No additional information provided.